Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2014-04900 and 2134265-2014-04901. It was reported that automatic pullback failure occurred. The opticross¿ was used in conjunction with mdu and a sled. After the device was connected, automatic pullback was performed but stopped several times. The procedure was completed with another of the same device . No patient complication was reported and patient's status is good.

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed that the catheter was able to properly pull back manually and automatically, the distance from the distal end of the transducer housing to the tip of the catheter measured and was within specification, the ccp board and pins appeared normal and a good click sound was heard during insertion into the mdu system, the unit was correctly recognized by the imaging system when plugged into the mdu during functional testing, and during image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-04900 and 2134265-2014-04901. It was reported that automatic pullback failure occurred. The opticross¿ was used in conjunction with mdu and a sled. After the device was connected, automatic pullback was performed but stopped several times. The procedure was completed with another of the same device . No patient complication was reported and patient's status is good.